Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has therapy collar issue. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available information indicates that the power cord socket was damaged due to the malfunction of therapy receptacle assy and therapy collar assy. The therapy receptacle assy and therapy collar assy was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of therapy receptacle assy and therapy collar assy. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy receptacle assy and therapy collar assy was replaced and the device returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the power cord socket was damaged. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.